Event description:
Customer's daughter noticed patient was exhibiting hypoglycemic symptoms and tested him with the compact plus system. The reading was 112 mg/dl. The daughter borrowed a meter of unknown type from a neighbor and tested within 10 minutes. The result was 46 mg/dl. This result was consistent with patient#s low blood glucose symptoms. Based on the symptoms and the reading of 46, the daughter contacted emts and the patient was treated by the emts and at the ER for the hypoglycemic event. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.